Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lcd display assembly. The lcd display assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display was not legible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.